Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ra leads impedances and thresholds have gradually been rising since november 2022. In september 2022 noise was also present. Recent periodic iegm showed noise again. Physician is aware and is monitoring patient. No adverse patient events reported. Should additional information be received, this file will be updated.